Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal evolution came out of the package without the plastic portion on the foot. They did not attempt to deploy the device because the tech was not comfortable using it. A new angio-seal device was opened and deployed successfully. The patient was reported to be unharmed. The procedure and angio-seal closure was successful. There were no other device and equipment used with the reported product. Additional information was received on may 2, 2019. The tech stated the device did not look right so she decided to not use it. Additional information was received on may 6, 2019. The procedure was a left heart catheterization. The patient was reported to be in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. Results - 3211 is based upon evaluation of user facility information and the returned sample; 213 is based upon evaluation of the undamaged sections of the returned sample. One used 6fr angio-seal evolution was returned for evaluation. The bypass tube was returned separately from the carrier tube assembly. No polyfoil pouch was returned. Visual inspection revealed that there was a kink on the carrier tube near the handle. The bypass tube was completely removed from the main body of the carrier tube and the anchor was exposed. No deformation or damage was noted on the anchor and bypass tube. Dimensional testing was performed. The inner diameter of the bypass tube at the distal end was measured and found to be 0.109", which was within the manufacturer specification. All measurements were within the manufacturer specifications. No functional testing was performed since the bypass tube could not be reinserted over the carrier tube assembly because collagen had expanded as it was likely exposed to moisture. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the collagen had expanded due to being exposed to moisture. However, the exact cause of the reported event cannot be definitively determined based on the available information. .